Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the power issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus visera elite xenon light source lost power twice during a procedure. According to the initial reporter, it only caused a small delay (less than 10 minutes) and was completed using a secondary device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was examined both internally and externally, and overall appeared in good condition ¿ though the interior was noted slightly dusty. The subject device was testing for 2 days, and the power did not fail, nor did the lamp go into emergency mode. However, it was discovered that a non-olympus bulb had been installed and was providing a lower than recommended light output. If additional information becomes available following the device evaluation, a supplemental report will be filed.